Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Date of event: the event occurred in (B)(6) 2019, the exact event date is pending clarification. Procode is krd/hcg. The phone and email address of the initial reporter are not available. Physical manufacturer name: (B)(4). The device is available to be returned for evaluation and testing. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (l13159) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure in a patient with multiple aneurysms, while treating the basilar tip aneurysm, the 2 mm x 2 cm galaxy g3 xsft coil (glx120202 / l13159) was determined to be undersized and it was going to be used for another aneurysm. Attempt to resheath the coil was made by advancing the green zipper toward the green coil introducer, but it could not be zipped, and the coil appeared a little stretched at the proximal end. It was not known if the stretching occurred before or after the resheathing attempt. The physician was not able to use this coil again on another aneurysm. The event delayed the procedure by a few minutes. There was no report of patient injury or complication. It was reported that the product is available to be returned for evaluation.

Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the coil embolization procedure in a patient with multiple aneurysms, while treating the basilar tip aneurysm, the 2mm x 2cm galaxy g3 xsft coil (glx120202 / l13159) was determined to be undersized and it was going to be used for another aneurysm. Attempt to resheath the coil was made by advancing the green zipper toward the green coil introducer, but it could not be zipped, and the coil appeared a little stretched at the proximal end. It was not known if the stretching occurred before or after the resheathing attempt. The physician was not able to use this coil again on another aneurysm. The event delayed the procedure by a few minutes. There was no report of patient injury or complication. The product was returned for evaluation. The investigational finding is documented below. Investigation summary: the non-sterile 2mm x 2cm galaxy g3 xsft coil was received contained in a pouch. The device underwent visual inspection. The hub was found without any damage. The device positioning unit (dpu) was observed kinked at 3 cm, 186 cm, and 188 cm and was protruding from the introducer. The marker band was located at 37 cm from the hub; this is within specification. The resheathing tool was in good condition. The coil introducer was unzipped and in good condition. The device underwent microscopic inspection. The v-notch was in good condition; the resistance heating (rh) and articulation joint were both observed to be in good condition. The rh showed no evidence of being heated. Under microscopic magnification, the embolic coil was observed to be in stretched condition. Functional testing was precluded by the kinked condition of the dpu; the coil introducer could not be zipped. A review of manufacturing documentation associated with this lot (l13159) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The reported issue that the coil introducer could not be zipped was confirmed through the visual inspection of the returned device but could not be confirmed as functional testing could not be conducted on the device due to the condition it was received in with the kinked dpu protruding from the unzipped coil introducer. The reported issue that the coil appeared a little stretched at the proximal end was confirmed. The exact cause of the stretch could not be conclusively determined. It is possible that during the attempt to resheath the coil introducer, there was force that was inadvertently applied on the device which resulted in the coil becoming stretched. Coil stretching is known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue as stretching from occurring. There were kinks that were observed on the dpu of the returned device, which suggest that excessive force may have been inadvertently applied during the handling of the device; this may also have been a contributing factor to the coil to becoming stretched. The exact cause of the stretched coil cannot be conclusively determined. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 2mm x 2cm galaxy g3 xsft coil left the manufacturing facility with the embolic coil in a stretched condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). The purpose of this MDR submission is to report that the product was received by the product analysis lab on 5/14/2019. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.